Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a piece of the power supply connector being stuck in the back port of the charger. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger would not power on.